Event description:
It was reported that the patient ams 800 occlusive cuff was removed and replaced with a new one due to unspecified reason. Additional information received stated that the revision surgery was competed as patient had previously had a coughing episode that had put too much abdominal pressure on the cuff. This had led to the cuff migrating distally along the urethra and hence being too big. Patient was well after the operation and no further issues were raised.